Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported the device was defective/broken around female luer. The event date was ongoing since (B)(6) 2024. The female luer cracked like the others. There was patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
Received two new mc33038 smallbore pressure infusion ext set for inspection. No defects or anomalies noted. Each set was leak tested per product specifications. There was no leakage. Although the reported complaint could not be replicated, it can be confirmed based on the complaint description and product information. The probable cause is due to a material issue on a vendor supplied part. There is a CAPA related to issue described in the customer's reported complaint. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 08apr2025.